Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during routine inspection, the camera head was not working properly. There was no patient involvement.

Event description:
It was reported that, during routine inspection, the camera head was not working properly. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, corrections and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. In addition, the following reportable malfunction was identified during the device evaluation: cut in cable. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.